Event description:
User reported that during a cardiac arrest emergency use, when attempting to apply pads, the device repeatedly indicated that the patient was not detected. User stated the patient was dry, with no excessive body hair or other obvious impediments to pad placement.